Event description:
The manufacturer received information alleging two ventilator service required error codes were found on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. The trilogy 100 device was being at the third-party service center for evaluation. During the evaluation it was noted that two error codes, vli ion failure and foreign battery internal lithium ion, were observed on the device's error log. There was no documentation by the third-party service technician that stated on a root cause and/or any component replacement to resolve the vli ion failure and foreign battery internal lithium-ion error codes. The device will be scrapped. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed. Additionally, during the service of the device, two additional error codes, battery low state of health detachable lithium ion and urgent reminder, were observed on the device's error log. There was contamination, white residue from water, that was found on the device. There was no documentation by the third-party service technician that stated on a root cause and/or any component replacement to resolve the battery low state of health detachable lithium ion and urgent reminder error codes. These were unrelated to the reportable issue.